Event description:
The customer reported the system is displaying a generator failure error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank, high voltage power supply, and generator driver board. System operates as intended. (B) (4)